Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed an episode of oversensing in the implantable cardioverter defibrillator due to post paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made to resolve the issue.